Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: hi, which on the system indicates a result in excess of 600 mg/dl (aviva system and 123 mg/dl (aviva meter system, the same vial of test strips was used in both meters. The lot number of the test strip vial was not provided. No adverse event reported. Return of the suspect device was requested for evaluation.